Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned part determined that returned provisional exhibits signs of repeated use and has fractured both medial and lateral side. All parts returned. Device history record was reviewed and no discrepancies were found. The root cause for this specific fracture is due to large pan being set on top of the provisional. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the tibial articular surface provisional broke after it was placed in a surgical pan, and another surgical pan was placed on top of it. The patient had undergone an initial knee arthroplasty procedure. No additional patient consequences were reported.